Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that during the case, the patient's blood pressure dropped and they went into heart failure. CPR and unknown meds were given. The patient was placed on a heart and lung machine and sent to ICU. The following bwi devices were in use: carto 3 (10109), stockert (st-3304), coolflow pump (03139) catheter (ni75tcfh lot 15869324m-discarded) and acunav catheter (catalog 08255790 serial # (B)(4)). Reported by (B)(6).

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00202) submitted in 2016 did not go through correctly. The type of report section g7 was miskenly marked as "follow-up#2", instead of follow-up#1. Corrections made to following sections: g1, g7, h3, h6, h10.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00202) submitted in 2016 did not go through correctly.

Manufacturer narrative:
This supplemental report is being submitted to update the outcomes attributed to adverse events (see section b2), correct the common device name and provide the device procode (see section d2), correct the manufacturer's city (see section d3), update the device available for evaluation (see section d10), correct the initial reporter information (see section e1), correct the health professional information (see section e2), delete the reporter's occupation (see section e3), correct the manufacturer's city (see section g2), update report source (see section g3), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see sectionh3), update the event and evaluation codes (see section h6) and to provide the device evaluation results. The device referenced in this report was returned for evaluation. During the evaluation, the device was visually inspected and no physical damage was observed. The device underwent acoustic testing and it passed.

Manufacturer narrative:
This supplemental report is being submitted to provide the patient information (see sections a2, a3), update the event description (see section b5), provide patient other relevant history (see section b7), update the initial reporter information (see sections e1, e2, e3), and update the report source (see section g3).

Event description:
Additional information was received reporting that after mapping and ablation of right-sided atrial flutters procedure, the patient's blood pressure dropped during the testing phase. The patient went into complete cardiac arrest. An angiogram was performed and showed the patient's coronary arteries were completely occluded. It was reported that at the time of patient follow-up following the procedure, the patient had worsened and was still in the intensive care unit ( ICU). Accordingly, the user facility's opinion regarding the event was procedure-related. No additional information was provided.